Event description:
Three preloaded boston scientific stents (7fr x 5cm, 7fr x 7cm, 7fr x 10cm) had their deployment break during deployment. The physician was able to place another 7fr x 7 cm stent using just the stent and a different catheter.